Event description:
This case has been identified during monitoring of postings on an FDA hosted docket website, which has been established in preparation of a public FDA advisory committee meeting taking place in (B)(6) 2015 (case# FDA-2014-n-0736-0711, awareness date 22-aug-2015). It refers to a female consumer of unspecified age in united states who had essure (fallopian tube insert) inserted. Consumer reported that her kids lost their mom for 3 years. One coiled went into her uterus and well as the other breaking. She had to deal with headaches, tiredness, nausea, weight gain, forgetfulness, mood swings. Severe back pain and many other side effects. She just had to undergo a complete hysterectomy and she was only (B)(6). She had no energy for her kids, always tired or in pain. She was feeling a lot better since her hysterectomy but she was not happy. Company causality comment: this non-medically confirmed, spontaneous case report identified during monitoring of postings on an FDA hosted docket website refers to a female consumer who had essure (fallopian tube occlusion insert) inserted and it was reported that one coiled went into her uterus (seen as uterine perforation) and well as the other breaking (seen as device breakage). A complete hysterectomy was performed. Uterine perforation is listed according to the reference safety information for essure while device breakage is unlisted. Both events were considered serious due to their medical importance. Uterine/fallopian perforation may occur with trans-cervical intrauterine procedure (e.g. Hysteroscopy, curettage). Uterine/fallopian perforation with essure may occur, most often during insertion. Also, single cases have been reported of essure breakage. In this case, it was not reported the exact date and mechanism of both events, however given their nature a causal relationship with essure therapy cannot be excluded. This case was regarded as incident due to surgical intervention performed. Additionally, non-serious events were reported. A product technical analysis is being sought. No active follow-up will be pursued, as this case was identified during health authority website monitoring.

Manufacturer narrative:
Follow-up received on 15-sep-2015: (B)(4). Final assessment: failure mode/mechanism. The essure insert is made up of a flexible outer coil that is deployed into the fallopian tube. The insert's outer coils expand to conform to the fallopian tube, acutely anchoring itself until the insert elicits tissue ingrowth. After the first roll back is completed and the button is pressed, user attempts to reposition the device could lead to detachment difficulty, premature deployment, or improper device function. If all IFU steps have not been completed, user attempts to reposition or remove the catheter assembly could lead to either a stretching or breakage of the micro-insert or a part of the catheter. If the physician attempts to remove a deployed micro-insert that is located within the fallopian tube by pulling on the outer coil of the micro-insert with a grasper, this action could also lead to breakage of the outer coil of the micro-insert. Since no product was returned to us for investigation, we were unable to perform an investigation of the actual device involved in this complaint. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We were unable to confirm any quality defect or device malfunction at this time. The possibility of micro-insert breaking is an anticipated event and there was no event reported which indicates a new technical failure mode for the device. Medical assessment: no product quality defect was confirmed therefore a relationship to the reported medical events is excluded. The technical assessment concluded unconfirmed quality defect. Based on the available information, there is no relationship between the reported medical events and a quality defect. Company causality comment: this non-medically confirmed, spontaneous case report identified during monitoring of postings on an FDA hosted docket website refers to a female consumer who had essure (fallopian tube occlusion insert) inserted and it was reported that one coiled went into her uterus (seen as uterine perforation) and well as the other breaking (seen as device breakage). A complete hysterectomy was performed. Uterine perforation is listed according to the reference safety information for essure. Device breakage was considered listed upon receipt of the product technical analysis. Both events were considered serious due to their medical importance. Uterine/fallopian perforation may occur with trans-cervical intrauterine procedure (e.g. Hysteroscopy, curettage). Uterine/fallopian perforation with essure may occur, most often during insertion. Also, single cases have been reported of essure breakage. In this case, it was not reported the exact date and mechanism of both events, however given their nature a causal relationship with essure therapy cannot be excluded. This case was regarded as incident due to surgical intervention performed. Additionally, non-serious events were reported. Product technical complaint (ptc) analysis concluded to an unconfirmed quality defect (no batch number was provided). Medical ptc assessment considered that, based on the available information, there is no relationship between the reported medical events and a quality defect. No active follow-up will be pursued, as this case was identified during (B)(6) website monitoring.

Manufacturer narrative:
Data correction for us reporting: the code knh was replaced with hhs.